Manufacturer narrative:
Date sent to the FDA: 05/18/2021. Additional h6 component code: g07002 ¿ conforming device. Additional h-3 summary: visual inspection and functional test evaluation were conducted on the returned device. Visual analysis of the returned sample determined that an unopened sample of product code k882h was received for evaluation. Visual inspection of an unopened sample and no defects were found on the package. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along of the strand and no defects or damage were observed. A functional test was performed using an instron and the pull force was above the minimum requirements. The device performed without any defect noted and the complaint sample was not received for evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Date sent to the FDA: 05/18/2021. Corrected information: d7a.

Manufacturer narrative:
Product complaint # (B)(4). Component code: (B)(4): device not returned. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was the needle removed from the patient during the same procedure? No further information is available. What tissue/location was suturing when pull-off occurred? No further information is available. A manufacturing record evaluation was performed for the finished device lot, and no non-conformance's were identified.

Event description:
It was reported that a patient underwent an unknown dental and oral procedure on (B)(6) 2021 and suture was used. During the procedure, it was reported by a sales rep that the needle was detached from the suture during use. It was not a control release needle. There were no adverse patient consequences reported. Additional information was requested.